Event description:
A healthcare facility reported via a distributor that the 'electrical connectors' in the inspiratory tube of an rt210 adult dual-heated breathing circuit were bent and prevented connection to the heater wire adapter. It appeared that the pins in the heater wire socket were bent. No patient consequence was reported.

Manufacturer narrative:
The rt210 breathing circuit was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the event description and previous analyses of similar complaints. Results: the hospital reported that the pins on the inspiratory tube were bent making it impossible for the heater wire adapter to be inserted. We are unable to perform a lot check as no lot information was provided. Conclusion: heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in may 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in adult breathing circuits has a rate of occurrence worldwide of 9 ppm in the last year to november 2008.